Event description:
It was reported that during equipment testing conducted at the user facility the bur came out of the attachment. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. Ref MFR 9611253-2015-00008.